Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 20x2.5mm eccentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and mildly calcified proximal left anterior descending artery extending to the mid (lad). A 6fr non-bsc guide catheter was advanced towards the lesion. Following predilation with a 2.5x20mm quantum balloon catheter, a 2.50x20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal edge of the crimped stent were damaged, distorted & lifted upwards from the stent profile. An examination of the distal edge of the crimped stent found that the stent struts were flared outwardly. It is likely the crimped stent may have encountered resistance and subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive forces having been applied to shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 20x2.5mm eccentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and mildly calcified proximal left anterior descending artery extending to the mid (lad). A 6fr non-bsc guide catheter was advanced towards the lesion. Following predilation with a 2.5x20mm quantum balloon catheter, a 2.50x20mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.